Manufacturer narrative:
Device received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery alarm or verify failed battery test alarm and unexpected battery power loss anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had blank display with unresponsive button. The customer's blood glucose value was unknown. Customer reported that pump shut off randomly and it took over 15 minutes to start back up without cause also rejected brand new batteries, sometimes button get stuck and has to press harder along with unexplained no delivery alerts not due to site issues. The device will be returned for analysis.